Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 9 (overfill alarms) occurred. Reportedly, the customer had filled the cartridge with approximately 250 units. Reportedly, the customer resolved the alarms by loading new cartridges. Subsequently, a cartridge alarm 16 (delivery request fail) occurred. The customer reloaded the existing cartridge and resumed insulin deliveries. There was no impact to the customer's blood glucose level.